Manufacturer narrative:
This supplemental report is being submitted to provide the correction and results of the final investigation and due to corrections required. The device was not returned to olympus for inspection and the reported failure was not confirmed. The customer contacted olympus technical assistance support via mail. Olympus technical assistance support suggested the customer to check their digital visual interface cabling and make sure it was medical grade cables that are insulated from disturbances like this. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during an unspecified procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center image flickered on and off. There were no reports of patient harm.